Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during an attempted delivery of a 82 year old male patient, the impella cp pump was unable to traverse through an inserted 14x25 peel away sheath. It was noted that the patient's artery was tortuous with some calcification. Upon removal of the sheath, the component was found to be bent / kinked. A 16fr gore sheath was subsequently inserted and the impella cp implant was successful. There was no patient harm.